Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. Customer¿s blood glucose level was 200-300 mg/dl. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.